Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out of range pacing impedance measuring at 2000 ohms. Technical services stated that there were some stored events of myopotential noise marked as non-sustained ventricular tachycardia (nsvt). The health care professional requested to perform a hospital evaluation. Boston scientific representative recommended reprogramming options. This pacemaker device remains in service. The involved rv lead is a non-boston scientific product. Additional information received indicated that the patient was brought in clinic and reprogrammed, unipolar pacing and bipolar sensing were performed. No adverse patient effects were reported.